Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery; the e70 error alarm was confirmed in the history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratches on the lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 139 mg/dl. Customer reported to may have received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.